Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed a presenting electrogram (egm) with noisy signals, lack of capture and high impedance measurements, this after the ra lead was in service for 19 years. The lead was examined by fluoroscopy, but no damage was observed, and it was surgically abandoned. The pacemaker was also explanted, and a new system was implanted. No additional patient effects were reported.